Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was delayed less than 20 minutes. The procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system motorized movements not available. Following a study of the log file, rse discovered a damaged control module ER cable and excessive enmv startup. The cause of motorized movements failure determined by the supplier's part analysis that the failure is confirmed as electrical defect for geo module. Customer biomed replaced control module ER tilt. After replacement of control module ER tilt, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was delayed less than 20 minutes, and the system is rebooted once. The procedure was completed by restarting the same azurion system. This scenario includes that the system is restarted normally. Since the loss of motorized rotational resolved with normal restart and procedure is completed on same azurion system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.